Event description:
This procedure was performed on the sfa. During a procedure stenting the total sfa, three protege stents were deployed successfully. However, the fourth protege everflex stent was not able to deploy and did not unsheath properly. Upon evaluation of the device, the tip from the third protege stent deployed was found strung together with the tip on the undeployed protege everflex at the distal end of the outer sheath of the undeployed stent. No injury to the patient was reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.